Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (damaged cable) was isolated to the cable connecting the distribution node (dn) to the rear therapy electrodes being pulled from the strain relief, damaging wires in the cable. The root cause for the strained cable was excessive force. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient's electrode belt's cable was damaged.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (unable to complete incoming testing) has been confirmed. Upon investigation the monitor was unable to complete a baseline test. The cause for the failure was isolated to a defective u612 inverting charge pump and u611 components on the computer/analog pca. The root cause for the defective components could not be positively identified. There was no adverse event that resulted from the damaged monitor. Device evaluation of electrode belt has been completed. The reported problem (damaged cable) was isolated to the cable connecting the distribution node (dn) to the rear therapy electrodes being pulled from the strain relief, damaging wires in the cable. The root cause for the strained cable was excessive force. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor returned a monitor and reported being unable to complete incoming functional testing. A us distributor reported that a patient's electrode belt's cable was damaged.